Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump using information from the website, and no recurrence of the malfunction code was observed. Technical support stayed on the call until the customer resumed insulin and advised the customer to continue using the pump, instructing them to call back if the malfunction code reappeared.